Event description:
It was reported by the neurologist that the patient had high lead impedance. No known surgery has occurred to date. No additional relevant information has been received.

Event description:
Patient had a lead and generator replacement occur. It was stated that less than 2 centimeters of the lead was left implanted after replacement. Per hospital policy, the explanted devices were discarded. No additional relevant information has been received to date.